Manufacturer narrative:
MFR ref no: (B)(4). Baxter evaluated the device and found that the upstream sensor fluid numbers were out of specification. This is a known contributor to false air in line alarms. The upstream sensor was calibrated to correct this condition.

Event description:
During review of the event history log it was determined that a repeating pattern of air in line alarms suggests that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. Any pt involvement, injury, or med intervention is unk.